Manufacturer narrative:
Article citation: chao, yu-jang et al. "Xen45 gel stent implantation in eyes with primary open angle glaucoma: a study from a single hospital in taiwan", journal of the chinese medical association, 01/jan/2021, pp 2-22. This event was previously reported in MDR ID# 3011299751-2021-00069, however, supplemental information was received specific to this patient warranting the submission of this report. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Additional information received from the author of article "xen45 gel stent implantation in eyes with primary open angle glaucoma: a study from a single hospital in taiwan", journal of the chinese medical association, pp 2-22. Healthcare professional reported a xen®45 gts event described as "subconjunctival hemorrhage", device malposition and repositioning during implantation in left eye. Needling revision with mmc performed 3 months later. 8 months post-implant, device exposure and same-day removal.